Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 5000"; digital-camera "panasonic dmc tz8. First we made a visually inspection of the set screws (sw790t). The first screw "a" exhibit no damages but a unusually contact pattern on the bottom. A contact pattern like this is a hint for incorrect handling (pushing down the rod by screwing down the set screw instead using the persuader). Screw "b" exhibits a proper hexagon but a partly shared off thread and a wrong contact pattern, as well as screw "c". The damages of the threads was caused most probably by cross threading during screwing in the set screw into the pedicle screw. The visual inspections of the pedicle screws exhibits damages of the inner thread caused by cross threat the set screw. Further we noticed, that the head of the pedicle screw is spread of. To confirm this hypothesis, we sent the screws to the measurement department. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related rational: the several pictures exhibit clearly, that the damage of the threads and the flanks of the pedicle screws (st066t) are root caused by cross threaded set screws (sw790t). Thereby the flanks of the pedicle screws were spread and the counterholder cannot applied. Corrective action: according to (B)(4) there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported the screws could not be fixed, the screw head was bent on each screw. On each screw the locking screw has no hole in the screw head to hold the rod. Components in use listed as concomitant devices are: st066t / s4 element mis polyaxial screw 6.5x55mm. All med submissions related to this report are: 9610612-2017-00143.